Event description:
Olympus was informed that two of the cystoscopes were found to have rust at the distal end which attributed to pts with excessive pain post-operative. There were no further details provided.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that 3 pts reportedly had experienced pain after having undergone cystoscopy procedures with the use of two of their cystoscopes. The user facility reportedly could not determine which endoscope was used on which pt. The user facility reported that the pt was complaining about burning during urination on the same day in which the procedure was performed. The pt reportedly was provided with pyridium and tramadol and was instructed to take ibuprofen. The pt reportedly was still noticing difference during urination but the condition reportedly was improving. The user facility reportedly identified rust at the distal end of the cystoscopes after receiving complaints from pts relative to burning pain during urination. The referenced device has never been returned to olympus after purchase in 2009. The device referenced in this report was returned to olympus for eval. The eval found the bending section of the device was stained. As part of the investigation into this report, an olympus endoscopy support specialist was dispatched to the facility to provide in-servicing on appropriate reprocessing. The reported phenomenon was attributed to insufficient cleaning and improper reprocessing. This is one of these reports. Please also reference 8010047-2012-00295 and 00297. This report is being submitted as a medical device report in an abundance of caution.